Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the vad system produced multiple low flow alarms with normal power. The lvad clinicians suspected pump thrombosis, as the patient had an elevated lactate dehydrogenase (ldh) of 3000 u/l and had pulsatile blood flow. The patient underwent a pump exchange on (B)(6) 2017. Additional information has been requested, but not yet provided.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing and the distal portion was not returned. The sealed outflow graft conduit was not returned. Visual inspection of the blood-contacting surfaces revealed a red, tissue-like thrombus formation adhered to the inlet bearing cup and the inlet bearing ball. The tissue appeared denatured and showed laminated layering, indicating that it formed in this location over an undetermined period of time while the pump was operating. Examination of the proximal side of the outlet stator revealed a thrombus seated adjacent to the outlet bearing ball. The tissue's structure and lack of laminated layering indicate that it did not initially form in this location. The origins of the thrombus could not conclusively be determined. Although a specific cause for the development of the thrombus formations and the duration of their presence within the pump could not be conclusively determined, they could have contributed to the report of elevated lactate dehydrogenase (ldh) and low flow alarms. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.